Event description:
It was reported that during an interventional stenting procedure in an extremely tortuous and severely calcified left anterior descending artery (lad), the lesion was pre-dilatated and wired. A 2.75 x 18 mm and a 2.5 x 15 mm xience v stent were implanted in the mid/distal third of the lad. A 2.25 x 12 mm xience nano was advanced but was unable to cross through the previously placed stents. The device was removed from the patient anatomy without resistance. It was noted that the stent struts were flared. Next, a 3.0 x 23 mm xience v was implanted proximal to the first two implanted stents. The physician felt that with a clear pathway, a stent would be able to cross the previously placed stents to stent the distal area of the lad. Another 2.25 x 12 mm xience nano was advanced to approximately mid area of the stented lesion and would not advance further. The physician attempted to withdraw the 2.25 x 12 mm xience nano, the device would not withdraw. The physician was able to remove the 2.25 x 12 mm xience nano, however, the stent dislodged from the stent delivery system, within the implanted stents. A wire was advanced to the dislodged stent and a 2.75 x 15 mm xience was advanced to the area and deployed to crush the dislodged stent against the other implanted devices. There was a clinically significant delay in the procedure. There was no adverse patient effect during or after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 2.75 x 18mm , 2.5 x 15 mm and 3.0 x 23 mm. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.